Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address instability. The liner was noted to be damaged due to apparent impingement. Update rec'd 01/29/2016: the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had a second dislocation that was treated with a closed reduction on (B)(6) 2016. The patient went on to be revised to address the dislocations. Upon revision the posterior superior portion of the liner was deformed and tilted into the shell. The femoral head was subluxed and purging on the deformed liner. At this time the femoral head and cup are being added to the complaint and reported. The complaint was updated on: 02/17/2016.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.